Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptotic patient presented at a follow-up in clinic. Upon review, the right ventricular lead exhibited high pacing impedance and noise, which indicated a lead fracture. The physician capped and replaced the lead on (B)(6) 2019. The patient experienced no adverse consequences.